Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, vomiting and loss of appetite. Five days after event onset, the patient was hospitalized for the event and remains hospitalized. The same day as event onset, the patient was treated with injection vancomycin (1g, every 96hours, once daily, discontinued after eight days) and injection meropenem (1g, once daily, intraperitoneal, discontinued after eight days) for peritonitis. At the time of this report, the patient recovered from abdominal pain, vomiting and loss of appetite. However, the patient had not recovered from cloudy pd effluent and peritonitis. Eight days after event onset, pd therapy was discontinued and the patient was switched to hemodialysis (ongoing). It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.